Event description:
It was reported that prior to use foreign matter was discovered inside packages and holes were in packaging, therefore sterility is compromised with a bd q-syte 15cm small bore tri-ext set. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: hospital has complained about dust and powder found inside the package, also found holes on pack.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8116576. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the reported holes in the packaging. Our engineering team reviewed the chains, transversal knifes, rollers, forming and sealing stations with the intention of finding some evidence that could show the source from the reported defect, but no similar contamination was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered inside packages and holes were in packaging, therefore sterility is compromised with a bd q-syte 15cm small bore tri-ext set. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: hospital has complained about dust and powder found inside the package ,also found holes on pack.